Event description:
It was reported that this right ventricular (rv) defibrillation lead has exhibited high out-of-range shock impedance measurements greater than 125 ohms. Review of shock impedance trends showed gradually increasing measurements starting at approximately 90 ohms and reaching as high as 138 ohms. Lead calcification was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.